Manufacturer narrative:
Article citation: d. Laforgia, et. Al. MRI role in the periprosthetic lymphoma screening: a case report. International journal of radiation research, october 2021. Vol 19, no. 4; 1055-58. Continued initial reporter: diagnosis and imaging therapy department. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This report captures information against the device implanted prior to the device captured under mrn 9617229-2021-59453.

Event description:
Through journal article "MRI role in the periprosthetic lymphoma screening: a case report," authors report a (B)(6) year old patient who experienced "capsular contracture," baker grade unknown with a textured anatomical allergan prosthesis. The device has been explanted and replaced. Affected side is unknown.